Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Mother states the insulin pump stop delivering, which is why they are experiencing large ketones. The customer blood glucose level was 408 mg/dl and was treated using the insulin pump. The mother states the no delivery was resolved by a complete set change and was unable to trouble. Also customer's mother requested a new insulin pump be sent out to her. Mother was advised on proper way of changing the infusion set.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.